Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eleven days post implant the patient experienced bradycardia and a fall. It was further reported that the leadless implantable pulse generator (ipg) exhibited pacing below the lower rate, rising thresholds, intermittent loss of capture and high threshold. The device was reprogrammed however, loss of capture was noted again. A temporary pacing wire was placed and then the leadless ipg was inactivated and replaced with a transvenous system. No further patient complications have been reported as a result of this event.